Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 600 (mg/dl). Customer administered insulin injections to treat their bg levels. Review of pump history did not reveal any alarms that would suspend insulin delivery. Contact indicated that insulin was seen exiting from the infusion set tubing while troubleshooting on their own. Contact indicated that the customer has discontinued use of the pump and has a future appointment with their health care provider. Contact will have the customer reinstate use of the pump after their appointment.